Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was not working, and was not lighting up. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote; however, it was noted that the quote was rejected. No further actions were performed by philips, and the case was closed. It could not be confirmed if the issue was resolved or if the customer replaced any part. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.